Event description:
It was reported that the device experienced an "air in alarm." The customer also reported that there was no patient involvement. Baxter was unable to obtain any additional event details.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was unable to reproduce any air alarms due to constant "reload set" alarms. Review of the device history log confirms that the device alarmed multiple times for "air-in-line". Further evaluation found the lower reading on the ultrasonic sensor to be below specification. With low ultrasonic readings the device is more sensitive to air and upstream occlusion alarms, when able to deliver fluid. The upstream sensor was replaced.